Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection found scratching on the inner and outer radius of the liner. No damage or deformation was found on the nub at the apex of the outer radius. Concentric rings could be seen on the outer radius. The rings produced ridges on the outer radius that were evident when touched with a naked finger. No dimensional analysis will be performed at this time due to the attempt to implant the liner. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663¿shell¿6620651. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not seat into the cup after several attempts. The surgery was completed with a regular e-poly liner instead of the originally planned dual mobility. There was about 10 minutes additional time under anesthesia with no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.